Manufacturer narrative:
(B)(4). Correction was made to the date listed above of "date of initial report". It previously stated 10/12/2016.

Event description:
The customer noted that no problems were observed during the procedure. The surgeon does not believe the device was at fault for the bleeding and it may have had to do with the patient's co-morbidities.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient¿s blood pressure dropped and their abdomen became swollen 24 hours after the original ladg procedure. The patient was brought back in to the operating room and open surgery was conducted. It was observed that the patient had lost 3000 ml of blood. The patient expired that day. The patient¿s infraphyloric artery was observed to have been detached. This artery was sealed during the original procedure and no clips were used. The exact location and cause of the bleeding was not determined.